Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping no delivery. Customer stated that sensor glucose was 360mg/dl and he pressed 0 for blood glucose and entered 10 carbs for food and then pump started beeping no delivery during bolus. Customer just checked blood glucose and it was 361mg/dl and was trying to treat with pump when pump alarmed. Customer stated that he will treat with manual injection. Customer declined to troubleshoot for blood glucose value. Insulin pump will not be returned for analysis.